Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse inspected the iabp unit and found that the unit did fail to autofill. After inspecting further, the fse found the fill port connector was almost completely disconnected. The fse threaded the connector back to the safety disk assembly and completed the diagnostic and performance tests. The fse then ran the unit several times and it auto-filled at start up and during augmentation. No further issues were found an the unit was cleared for clinical use and returned to the customer.

Event description:
It was reported that during start-up, the cs300 intra-aortic balloon pump (iabp) generated an autofill failure alarm. No patient harm or adverse event was reported.